Event description:
Litigation alleges that patient has experienced pain, clicking, aching, weakness, and soreness, which negatively affects patients day-to-day activities, ability to ambulate, and range of motion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added info: (age). Sales rep reported the patients revision. Revision due to pain, elevated metal ion levels and cup loosening. Depuy still considers the investigation closed.